Event description:
Patient was in interventional radiology for inferior vena cava (ivc) filter placement due to chronic deep vein thrombosis (dvt) of lower extremities. The physician stated the filter would not deploy from the wire. The wire was removed. A new wire was used, and filter deployed without complications. Procedure completed and patient was discharged home stable.